Event description:
The customer originally reported that the firing button was out of order and it was not used on a patient. Upon receipt for device investigation on (B)(6) 2015, it was noted that device self-activates when shaken.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was recognized when plugged into the generator, but it would self-activate when moved. The tip of the switch button was shorter than normal as result of excessive force by the user or excessive use. With the tip shortened, the main body of the button came into contact with the switch. The switch became permanently depressed, causing self-activations.